Event description:
It was reported that the right ventricular (rv) lead had rising impedance over time and had very little slack. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 43.5 cm. A distal portion was received measuring 43.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual inspection of conductors and insulations using destructive analysis and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: sedr01 implantable pulse generator 2009-(B)(6), 4592-53 implantable pacing lead 2001-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.